Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and pocket erosion. There were no additional adverse patient effects reported. The ra lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to correct the entry in h6: patient code and impact code.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and pocket erosion. There were no additional adverse patient effects reported. The ra lead remains in service. Additional information received indicates that the system was explanted due to infection with sepsis. There were no additional adverse patient effects reported. The right atrial (ra) lead was explanted.